Manufacturer narrative:
No product was returned for investigation. Further investigation cannot be pursued because no lot number/serial number was provided by customer. No corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the lab." Therapeutic range: 2.5 - 3.5. Patient's finger was milked after fingersticks.